Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2017-02554 and 2134265-2017-02340. It was reported that automatic pullback failure occurred. The target lesion was located in the left anterior descending (lad) artery. During a percutaneous coronary intervention (pci) procedure, the opticross¿ imaging catheter was used in conjunction with a motor drive unit 5 plus (mdu5+) and a sled. After they checked the opticross¿ imaging catheter to ensure proper intravascular ultrasound (ivus) image is clear and good to go. The opticross¿ imaging catheter was unable to pullback automatically. They tried to reconnect it to the mdu5+ but the issue persisted. The procedure was completed with a new opticross¿. No patient complications reported and the patient's condition is stable.